Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements on the right ventricular (rv) channel. Technical services (ts) suggested reprogramming options. No adverse patient effects were reported.